Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a synergy ous mr 4.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to distal stent row 6 with struts lifted. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-jan-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal left anterior descending artery. A 4.00 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.